Event description:
It was reported that episode review was requested for this implantable device due to suspected induction of ventricular tachycardia (vt) due to vp. A boston scientific (bsc) technical services (ts) consultant assessed the event which showed two consecutive ap with [rvs] occurring prior to the vt initiation. Six bursts of anti-tachycardia pacing (atp) therapy were delivered and converted the arrhythmia. The consultant reviewed device programming which showed that av delay was programmed 200-240ms but was approximately 300ms at the time of the vp, which is consistent with av search interval. Programming options were provided to the caller. The device remains in service and no additional adverse patient effects were reported.